Event description:
The user facility reported that during a procedure an ot1200 surgical table was not operating properly. No injuries were reported. No procedural delays or cancellations occurred.

Manufacturer narrative:
Investigation remains in process; a follow-up report will be submitted when additional information becomes available.